Event description:
It was reported that a spectrum iq infusion pump alarmed system error 101 (pic msg crc error) and 'improper shutdown'. This occurred during delivery when the patient was in transit in the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'system error 101' and 'alarming improper shut down' was not confirmed. A review of the event history log revealed multiple events of "improper shutdown!" And 'system error 101' . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.